Event description:
Boston scientific received information that the physician was unable to loosen the right ventricular (rv) setscrew of the pacemaker during a routine device replacement. The physician decided to cut the rv lead and implant a new lead. During the procedure to loosen the screw and mobilize the device in the pocket, the physician discovered that the right atrial (ra) lead had dislodged. Additional information was received indicating that the ra lead was explanted and will not be returned. There is no further information on the serial number of the leads. The device and rv lead are no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.